Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, based upon the information from olympus (B)(4), there was the possibility that this phenomenon was attributed to the damaged camera cable due to the inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the error e224 which indicated that there was the communication problem was displayed. This error code still appeared after restarted the system. The service department of olympus china checked the subject device and found that there were the evidence of applied the mechanical impact to the subject device and the damage of the camera cable. The service department of olympus (B)(4) considered that they were attributed to the inappropriate handling by the user. There was no report of patient injury associated with this event.